Event description:
It was reported the rigid video scope image has horizontal stripes flickering during service or maintenance which is not in a clinical setting. There were no reports of patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: malfunction of the universal cord caused and light guide bundle in the insertion section was slightly interrupted and weakened. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction cause traced to component failure due to malfunction of the universal cord that caused image interference waves and purple screen. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.